Event description:
A dialysis facility reported that treatment was initiated with 6-7 cc of heparin in the syringe. Infusion rate was set at 0.5 cc/hr. After 2 hrs, it was noted that all of the heparin had been infused. There was prolonged bleeding post dialysis treatment. The pt had to go to the hospital ER to have sutures done on her arterio-venous fistula to stop the bleeding.